Event description:
The customer called stating that his meter shows a blood drop when he puts the strip in, but will only show a 14 day average when he trys to take a blood test. Customer service asked him to run a control test to try and duplicate the issue. The normal control result was 5.8mmol/l. Customer service explained the meter was set in mmol/l and the custmer wasn't sure if he'd ever noticed. A blood test gave a result of 179mg/dl. Customer service explained that the meter would need to be sent back for evaluation. Customer service was sending a new meter.